Event description:
It was reported that a malfunction occurred on the pump, specifically identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer contacted technical support, who provided pump reset information and assisted in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump. Customer was instructed to call back if the issue recurred and acknowledged the guidance provided.